Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.75 x 24mm stent delivery system (sds) was returned for analysis. Visual and microscopic examination of the stent found stent damage to stent strut rows 9 and 10 from proximal stent, with stent struts raised. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that shaft kink occurred. A 2.75 x 24 synergy ii drug-eluting stent was selected for use. However, during unpacking, a kink on the shaft of the stent was noted. Another of the same device was opened and completed the procedure. No patient complications were reported. However, device analysis revealed a stent damage.